Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the device appeared clean. There were no cracks identified on the device. Tubing was not kinked. No anomalies identified with the quick release button. Pressure gauge aligned with zero. Functional/performance evaluation: the device was filled with water for functional testing. The device was purged of any air then attached to an in-house pressure gauge. The handle was rotated slowly increasing the pressure of the device. It was noted that the pressure gauge on the device did show an increase in pressure at the same rate as the in-house pressure gauge. The pressure was released from the device. The handle was rotated at an increased speed increasing the pressure in the device. It was noted that the pressure gauge on the device did show an increase in pressure at the same rate as the in-house pressure gauge. No anomalies were noted to the other components of the device. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for the device not operating as expected, as no noticeable delay in the pressure reading was seen during functional testing of the returned device. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) state: precautions: carefully inspect the device prior to use to verify that it has not been damaged during shipment. Do not use if device damage is evident. Discontinue use of the device if damage, malfunction or contamination is suspected during use. For experienced physician use only. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pressure gauge on the inflation device allegedly did not read pressure during the initial inflation. Reportedly, another inflation device was used to complete the procedure. There was no reported impact or consequence to the patient.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pressure gauge on the inflation device allegedly did not read pressure during the initial inflation. Reportedly, another inflation device was used to complete the procedure. There was no reported impact or consequence to the patient.